Manufacturer narrative:
Returned catheter analysis found coring-tears-cuts in the seal of the sc connector (meeting leak criteria per ndhf1162-113599). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider through a manufacturer representative regarding a patient that was receiving morphine (concentration at 25.0 mg/ml at a dose of 13.205 mg/day) via an implantable pump by simple continuous infusion for spinal stenosis and spinal pain. It was reported that the patient had an open wound in their back which was possibly caused by the patient scratching their back. The date of onset of the wound was unknown. A culture was performed on the wound and it was positive for staphylococcus bacteria. The patient was sent to a neurosurgeon for evaluation and a surgical intervention was scheduled for (B)(6) 2017, the pump was explanted and returned to the manufacturer. The patient¿s medical history was asked but unknown. At the time of the report the event was not resolved and the patient¿s status was stated as ¿alive ¿ no injury.¿

Manufacturer narrative:
Conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.